Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 26-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent birth control. After the implant, implant began experiencing a frequent metallic taste in her mouth. On or about (B)(6) 2011, ms. (B)(6) began experiencing severe menstrual pain, excessive bleeding during her periods, prolonged menses, severe lower abdominal pain, severe back pain, migraines, rashes all over her body, and painful intercourse. She planned to have her essure device removed as a definitive solution to the pain and suffering. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe lower abdominal pain. Plaintiff was planning to have the essure devices removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and the absence of alternative explanation, causality between reported event and essure use cannot be excluded. Since a surgical intervention will be required to remove the devices, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 24-aug-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe lower abdominal pain. Plaintiff was planning to have the essure devices removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering event's nature and the absence of alternative explanation, causality between reported event and essure use cannot be excluded. Since a surgical intervention will be required to remove the devices, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain lower ("severe lower abdominal pain / severe lower abdominal pain and cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysgeusia ("frequent metallic taste in her mouth"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("excessive bleeding during her periods, prolonged menses"), migraine ("migraines"), rash generalised ("rashes all over her body") and dyspareunia ("painful intercourse / pain during intercourse."). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("severe back pain / severe back pain") and urinary tract infection ("urinary tract infection"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, back pain, migraine, dyspareunia and urinary tract infection had not resolved and the dysgeusia, dysmenorrhoea, menorrhagia and rash generalised outcome was unknown. The reporter considered abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, rash generalised and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number f04 this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-sep-2017: "essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only". Product start date was updated and new events was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.